Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the battery handpiece device had seized, the device failed the lid leak tightness test, the moving parts did not move smoothly, the trigger was sticky, and the device would not secure the battery. It was further determined that the device failed pretest for leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers and check falling out protection. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.